Event description:
Procedure performed: ovarian cystectomy. Event description: once the instrument was positioned on the patient, it was discovered that the balloon was damaged, preventing inflation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of balloon leakage. The cannula tip was also observed to be fragmented. However, the cannula fragment was not returned for evaluation. Based on the condition of the returned unit, it is likely that the balloon leakage and cannula tip fracture was due to instrumentation coming into contact with the trocar and/or excess force was exerted on the tip during the procedure. It is also possible that the cannula tip was more susceptible to fracture. Based upon the initial description of the event, the event of balloon leakage is not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical has determined that this event is reportable due to the cannula tip fracture. A historical trend analysis and review of production records was performed and no relevant documentation wasidentified. [Correction] updated d1. Brand name and d4. Primary unique device identification (UDI) number.

Manufacturer narrative:
The event device has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ovarian cystectomy. Event description: once the instrument was positioned on the patient, it was discovered that the balloon was damaged, preventing inflation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.